Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, it was found that iol was scratched. The iol was replaced with another iol during initial procedure. Additional information received and stated that the patient was not hospitalized for the event and there was no patient harm.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information receive and stated that the suture was added to the patient.